Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the lifevest. The rash was described as itchy, red, bumpy, and blistered. The patient reported removing the lifevest intermittently and being prescribed hydrocortisone cream. Follow-up indicated that the rash had healed.